Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positives were acquired. There was no patient impact. The following information was provided by the initial reporter: " were the patients results reported out? No, no organisms were identified. Reported fp".

Manufacturer narrative:
H6 investigation summary : customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd service reviewed log files and found transient failures of multiple stations, as a result of led failures in the stations. This has been known to cause false results due to intermittent signals "tricking" the software. The customer was instructed to block the stations per standard procedure. This is a confirmed failure with root cause of defective station components. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 2/25/2014. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positives were acquired. There was no patient impact. The following information was provided by the initial reporter: " were the patients results reported out? No, no organisms were identified. Reported fp."